Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : the device history record (DHR) was reviewed. Product code 960008, lot number d19081761 was manufactured on 23-aug-2019. (B)(4) pcs parts were manufactured per specification and all raw material met specification. No non-conformances / manufacturing irregularities were identified. The expiry date is 31-jul-2024. IFU reference no. Is IFU-0902-00-252.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inner sterile packaging could not be lifted out of the outer sterile packaging at the tab because it was stuck. Another product was available and used without issues. No surgical delay, no adverse patient consequences.